Event description:
It was reported that the ventilator alarmed for "system volume too large" during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the o2 and air gas module was replaced. The customer decided to keep the gas modules. The failure "system volume too large" during pre-use check was confirmed in received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2019. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined, more than that is one of the gas modules that are faulty.